Event description:
The pt had a very late thrombosis of three implanted cypher stents. He was admitted with chest pain and was pre-shock condition. Four days after percutaneous coronary intervention to treat the thrombosis, the pt died. It was reported that the death was not due to the coronary artery intervention but was due to hemorrhagic shock possibly from retroperitoneal hematoma or hemorrhage from digestive tract.

Manufacturer narrative:
The device is not available for eval and testing. However, any add'l info will be submitted within 30 days upon receipt. This device is not distributed in the united states. However, it is similar to the cypher sirolimus-eluting coronary stents distributed in the u.s. This is one of three devices involved with the reported event, which is associated with mfg report #: 9616099-2008-02201 and 9616099-2008-02202.